Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a detachment issue occurred. The target lesion was located in an unspecified vessel. The tip of the floppy rotawire guidewire detached from the body of the guidewire during the procedure. The physician decided to leave the fragment inside the patient. The procedure was completed with this device. No further complications were reported and the patient's status is stable. Additional information has been requested, but not obtained.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).